Manufacturer narrative:
The reported event of power switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. The log files provided pertained to (B)(4); the controller had the smr upgrade. Log file analysis revealed multiple premature switching events due to momentary disconnections involving (B)(4). Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. Additionally, log files were not provided for (B)(4). Analysis of (B)(4) revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections. ¿ (B)(4) was returned under MFR number -3007042319-2017-00375 ((B)(4)). The results revealed that the controller passed functional testing but failed visual inspection due to a loose power port 1 connector. This finding is not related to the power switching events. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware¿ ventricular assist system - battery. (B)(4)- battery / catalog number 1650de / expiration date 11/30/2016. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Labeled for single use: no . (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # : (B)(4) catalog # : 1650de exp. Date: 12/31/2015 mfg. Date: 12/01/2014. (B)(4). Serial # : unk catalog # : 1650de exp. Date:unk mfg. Date: unk. (B)(4). Device will not be returned.

Event description:
It was reported that the fully charged battery was connected to controller and immediately swapped to the other port while alarming. The battery was exchanged with no consequence to the patient. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: controller/con188258. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: controller/ (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional component for this event: controller- (B)(4)- this controller will not be returned. Note: the unk battery mentioned in the initial report is not part of the event and will not be returned. Additional information received indicates that the patient is still utilizing the controller. The site further reported that the event could not be reproduced by manipulating the connections and that the event was not associated with any controller alarms or pump stop events. A preliminary review of the controller log files revealed normal power consumption and no recorded alarms. No further information is available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated investigation conclusion: it was reported that the patient was experiencing power switching events. Two controllers and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of con188258 revealed that the unit passed functional testing. Visual inspection revealed that power port one (1) was found loose. This observation is not related to the reported event. Based on an investigation conducted under a supplier investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the con182212 revealed that the unit passed visual inspection. Functional testing revealed that the unit's "no power" alarm did not sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. This observation was not related to the reported event. As a result, the most likely root cause of the failure of the "no power" alarm can be attributed to a faulty internal nimh battery. An internal investigation has been opened to evaluate the ¿no power" audible alarm failures. Log file analysis revealed that the controllers contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the primary controller's data log files, con188258, revealed several premature power switching events that were due to momentary disconnections involving bat203888, bat205994, bat211130 and bat211207. A review of the alarm file did not reveal alarms near the reported event date. The reported "alarming" was likely due to momentary disconnections, which results in an audible tone, or "beep". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections. Battery- bat211130 d10- yes 2017-04-11 h6- method code: 10 actual device evaluated, 38 visual inspection, 3372 analysis of data log(s), 20 interoperability evaluation result code: 3213 interoperability problem conclusion code: 25 quality system deficiency add. Device involved in the event: d4-battery-model#1650de serial# bat211207 mfg date: 2015-11-30 exp. Date: 2016-11-30 d10- yes 2018-01-05 h6- device code: c63030 battery issue method code: 10 actual device evaluated, 23 electrical evaluation, 38 visual inspection, 3372 analysis of data log(s) result code: 3213 interoperability problem conclusion code: 25 quality system deficiency medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional component added for this event: batteries- (B)(4) MFR date: 03-16-2015 exp. Date: 03-31-2016, batteries- (B)(4) MFR date: 11-30-2015 exp. Date: 11-30-2016. (B)(4). (B)(4) has been received at the (B)(4) facility and is waiting shipment to the manufacturer in (B)(4). (B)(4) has not been returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.